Event description:
Under ett holder hard plastic area over duoderm, noted open area of skin, 2 cm in diameter. Pt had been prone position 2 days prior. In addition, tube had to be re-advanced 2 times because it kept slipping out.